Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2009 including an ipg. It was reported the patient is having difficulty charging his ipg. A new charger was sent to the patient to resolve the issue, but was unsuccessful. The patient has lost weight since being implanted. Allegedly, the ipg is at an angle and one side protrudes slightly further out than the other. A new charger antenna was sent to the patient. No further information is available at this time.